Manufacturer narrative:
During inspection and testing, service observed dead pixels in the image. A review of the device history record found no deviations that could have caused or contributed to the dead pixels in the image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. In addition, the gasket in the wall mount was damaged. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, service observed dead pixels in the image. This report is being submitted for the malfunction found during evaluation (dead pixels in image). There was no harm or user injury reported due to the event.